Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was failed. A field service engineer reseated the drawer controller board connector and retractor band connector. After these adjustments, the drawer was tested using hardware test application (hta). Functionality was verified and confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and not detected on bus. Customer rebooted the station, but the issue does not resolve. However, there were no delay to patient care and adverse events or injuries reported based on this incident.